Event description:
The aer was installed by facility biomed. When asp rep. Went to install the unit found that the unit was incorrectly set to the appropriate disinfect time. Hospital personnel subsequently reported that there have been no patient related issue.